Manufacturer narrative:
There was no patient involved in this event. The PMA# provided is associated with most recent approval. Manufacturer's investigation conclusion: the reported event, of the system monitor with a blank screen, was confirmed when the unit was evaluated by depot services. Loose hardware from the (missing) mounting feet were also found inside the unit. The unit was repaired by replacing the main pcba. Per device build records, the main pcba was installed in the system monitor when unit was built (nov 2010). The repaired system monitor was tested and returned to the customer. The main pcba was evaluated and was operational: the blank screen was not observed. However, the board speaker did not operate, as no sounds occurred at startup or when touch commands were activated. The drive signal to the speaker was present (when activated). There were no obvious indications of damage to the speaker; the speaker was unremarkable in appearance. A root cause for the blank screen issue was unable to be conclusively determined through this analysis. The system monitor (pn 101214) was built in nov 2010. The packaged system monitor (pn 1286a) was placed into inventory on nov 18, 2010. The unit was shipped to the customer on dec 17, 2010. The unit was last serviced in mar 13, 2017 per (B)(4) software loaded onto the system monitor. The main pcba (pn 103433 rev f; sn: (B)(4)) was installed into the system monitor when the unit was built (nov 2010). Setup and use of the system monitor with the heartmate power module are documented in the heartmate power module instructions for use (IFU) p.18 - setting up the system monitor for use with the power module), heartmate ii left ventricular assist system (lvas) instructions for use (IFU) and the heartmate 3 lvas IFU. Handling precautions when the system monitor is mounted on the power module are documented in the power module IFU (doc # (B)(4) rev b p.21), heartmate ii lvas IFU ¿ mounting the system monitor onto the power module) and the heartmate 3 lvas IFU. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the system monitor screen didn't show anything when it was turned on. It seemed like the back light turned on but no image. The vad team tried a different cable. The vad team sent the unit in for repair.